Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in (B)(6). The consumer reported the pessary retrieval string separated from the product during removal and the pessary remained inside her body. The pessary was removed with the assistance of a medical professional. No consequences reported.